Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found. The complaint was for the stylet not advancing down the lead was caused by over torquing.

Event description:
It was reported that the atrial lead exhibited high pacing threshold and the stylet could not be inserted into the lead. The lead was not implanted.